Event description:
The patient reported that they were not feeling stimulation at 1.4v, so they increased it to 4.0v and could feel it. The patient stated that they have not been able to urinate on their own. It was recommended that the patient keep the stimulation at a comfortable level, and that they can adjust stimulation or programs in order to find therapy that works best for them. It was noted that the patient has a follow up appointment with their healthcare provider in two weeks. Indication for use is unknown.

Event description:
Additional information received indicated that the urinary issue was resolved by adjusting the stimulation levels. The cause of the urinary issue was not determined and there was none diagnostic performed in relation to urination issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.